Manufacturer narrative:
Consumer reportedly engaged their joystick and the chair did not stop as he ran into his doorway and sustained a bruise. The user allegedly went to his doctor for pain medication. User was working with their dealers technician who is to inspect the chair and assess the chairs programming parameters. Nature of complaint suggests programming adjustment appears to be inappropriate for the user. MDR filed solely on alleged medical intervention.

Event description:
The consumer states when he answered his front door, he allegedly hit the joystick and the chair would not stop, causing him to run into the wall or door and sustain a bruised shin. No serious injury is alleged.